Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display noted. Unable to verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to car accident. Customer stated that the insulin pump alarmed during normal use. Nothing further was reported.